Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-uni-celect. Similar to device under 510(k) k073374. Summary of investigational findings: investigation is based on event description and returned product. Both introducers and the long dilator appear unused. Except one secondary leg being slightly out of shape, the filter looks fine and symmetric. Only very few fibers on filter may indicate filter being used. Assuming jugular approach is used, as filter could be removed after secondary legs had expanded and no information of retrieval device. Unable to determine exact reason for the secondary filter leg not to open correctly, but the filter may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots, or not placed in ivc. During the manufacturing/qc processes the spring effect of filter is 100 % controlled, as they are all deployed after advancement through a sheath. Under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: when the user deployed the ivc filter, the secondary leg was not opened. As the filter was leaned at the expected position with the un-opened secondary leg. He used the new filter. Patient outcome: unknown as information was not provided.